Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was successfully implanted in a left atrial appendage. A small, circumferential pericardial effusion that was presumed to be physiologic was noted prior to the procedure. One hour post procedure, the patient developed a large sized pericardial effusion that was notably increased from baseline. The implanting physician attempted pericardiocentesis, however, was not successful in stopping the bleeding from the laa. There was noted to be a perforation in the tip of the laa and the patient developed cardiac tamponade. Surgery was required and a sternotomy was performed to successfully stop the bleeding. The patient successfully recovered from surgery and was discharged home on supplemental oxygen on (B)(6) 2021.